Event description:
The user facility reported that during a diagnostic procedure on a pediatric pt, a portion of the bending section over the endoscope became detached and fell into the pt. The detached pieces were removed from the pt with no complications during the same procedure. The procedure was completed with a different, but similar device and there was no pt injury.

Manufacturer narrative:
The endoscope and detached bending section cover glue were returned to olympus for investigation. The investigation confirmed the detachment of the bending section cover glue fro the endoscope, however, it was determined that the entire insertion tube had been replaced with non-olympus parts. The non-olympus insertion tube also had several dents, which appear to be due to physical damage. The glue around the light guide lens and objective lens were also found peeling. The device's svc history was reviewed and found that this device had not been serviced by olympus since december of 2001. As the insertion tube represents a substantial portion of the physical device, and that portion of the device which is in the greatest contact with the pt, olympus considers this device to be adulterated by use of non-olympus parts by unk persons. The device labeling advises users how to examine the devices before use, and advises users that the device should only be serviced by olympus technicians. This report is being filed as an MDR based upon apparent user error associated with failure to follow olympus' recommendations on how to properly inspect and svc the device.